Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the main printed computer board assembly (pcba) the reported issue was duplicated and the root cause was isolate to the failed pressure transducer pt800 and pt802 during calibration. This reported issue will be tracked and internally investigated.

Manufacturer narrative:
(B)(4) any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported unit displays xdcr fault, high pip and circuit fault on the vela ventilator. The customer stated the unit was on a patient during use, no patient harm was noted.